Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no button error alarm noted. The esc button did not respond due to corroded keypad trace. The insulin pump was received with severely scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.